Manufacturer narrative:
The log files have been analyzed. On feb 09, 2025, there was no patient registration, and the system was powered on at 12:07:34. During system startup, system detected abnormal fd off error at 12:07:40, which led to avs and mci reboot. During the reboot cycle, as expected, the system movement was not available. Before reboot cycle was completed, system was powered off/on at 12:12:15/12:17:03, another reboot cycle was initiated with limited system movement. System then detected aam_7 error and aam_1 error which could be possibly caused by either encoder hw defect or the mci missing reference position signal. Customer service engineer was onsite to check the system and found mci reference position was missing. Customer service engineer then restored the mci backup to recover the system. As above, the issue was assumed to be related to the loss of mci reference position signal. The accumulation of the same issue is not identified from the field. No further action is needed at this point of time.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis one system. Prior to an emergency patient procedure, it was discovered that system movements were blocked. The patient was relocated to a different medical facility to complete the procedure on an alternate unit. We have no indications of any adverse effects on the health status of the involved patient.